Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with blank display due to broken battery tube threads. Unable to perform displacement test due to blank display noted. Pump received with broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
The customer reported via phone call that the battery compartment was cracked. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.